Event description:
It was reported that the patient underwent a posterior spinal fusion at t4-l3 to treat neuropathic scoliosis. It was reported that during a post-op follow up a CT image exhibited a halo effect around the l3 pedicle screw. The patient had not achieved solid fusion and underwent a revision surgery to remove and replace the l2 and l3 pedicles, place an axial connector at l1 and implant a new rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing of the implant. The implant appears to be capable of performing its intended function.